Event description:
The adhesive bandages were used as directed to cover a laceration on my arm. Bandages were changed daily. After a few days, the skin under the bandage tabs developed a severe red rash. Retailer: (B)(6). Purchase date: (B)(6) 2019. (B)(4).